Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 303 mg/dl at 2:25 p.m., 233 mg/dl at 2:30 p.m., 477 mg/dl at 2:30 p.m., 180 mg/dl at 2:34 p.m., 206 mg/dl at 2:38 p.m., 196 mg/dl at 2:40 p.m., 251 mg/dl at 2:43 p.m.